Manufacturer narrative:
Three used samples were received for the complaint that the repeated line blocked alarms. The device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. The adhesive pad was observed to be missing on two of the returned units. The one returned cannula was observed to be bent from the original position. No other physical damage or other anomalies were observed. The complaint of line blocked can be confirmed and the probable cause was unknown.

Event description:
It was reported that the repeated line blocked alarms. The patient attempted to resolve the issue with the current cassette several times, but the issue persisted. Ultimately, the patient stated they had to replace their infusion set twice to resolve the ongoing line blocked alarms and changed two infusion sets in that timeframe. The event occurred while in use with a patient and there was no patient injury.